Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator replacement procedure due to normal eol, externalized conductors were observed on the right ventricular lead. Electrical function of the lead was normal, and no other anomalies were detected. The lead remains implanted and connected to the new generator. Dft testing was successful. Patient was in stable condition before and after the procedure.